Manufacturer narrative:
Continuation of medical devices: 5071-25 lead implanted: (B)(6) 2006, 6949-75 lead implanted: (B)(6) 2006, 1688 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing/noise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.